Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the pump was dropped resulting in lines running across the screen causing the graphics and text being to be blocked. There was no reported impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy.